Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary set oncology experienced separation. The following information was provided by the initial reporter: we filed a complaint for reference (B)(4). The tubing was not tightly connected to the spike and separated from it. Because of this we had to throw away the preparation, which was already connected to the tubing.

Manufacturer narrative:
The device involved with this complaint is not a PMA/510(k) product. This complaint was created in error. This complaint including the initial emdr, (manufacturer report number 016493-2020-00576), should therefore be disregarded.

Event description:
It was reported that the secondary set oncology experienced separation. The following information was provided by the initial reporter: we filed a complaint for reference (B)(4). The tubing was not tightly connected to the spike and separated from it. Because of this we had to throw away the preparation, which was already connected to the tubing.